Event description:
Procedure: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: systematic vaginal relaxation with cystocele and rectocele. Hypermobile urethra with stress urinary in continence procedure (s) performed: anterior colporrhaphy. Placement of uretex sling. Posterior colporrhaphy. Complications post uretex placement: pain, urinary problems, recurrence, dyspareunia, vaginal scarring, infection and bowel problems. In 2007: chronic pelvic pain requiring narcotic medications, vicodin and motrin, incomplete bladder emptying and slow urinary stream after sling placement - worsening bulge in vagina that requires manipulation for bathroom functions - mild rectocele (indirect information from discharge summary dated (B)(6) 2007)underwent laparoscopic lysis of ovarian adhesions, laparoscopic right salpingo-oophorectomy, excision of the sub urethral section or the previously placed uretex sling, repair of low rectocele.